Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the right ventricular (rv) lead was removed from the package and a kink was observed on the high voltage coil. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.